Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen years since the subject device was manufactured. The investigation determined that the power switch unit has failed due to long-term use of the product and that a phenomenon has occurred where the power switch will not turn back on. The cause of the fault could not be identified since further information was not available. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated . The returned equipment was bw-20t and the lot was 24r. The subject device was tested by inserting in the forceps channel of the reference scope (gif-hq290 2.2 mm) and found the device was not caught . Service noted it could not confirm that it was caught on the forceps channel, however, it was confirmed that there is black deposit on the tip of the brush. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during the cleaning (reprocessing) of the device gif-h290, the brush (bw-20t) got caught and black matter adhered to the brush. According to the reporter, the duct where the brush got caught, it felt immediately after inserting the biopsy forceps from the forceps stopper. It was noticed after the suction tube passed through the suction cylinder, the tip of the scope, and the forceps plug. The pipeline with the black substance attached is unknown. The black matter attached to the brush was discarded. The problem according to the reporter occurred after the repair was completed under repair request no. Nlnkee04 (reprocessing of the device when received after repair ). The device was discontinued from testing after the re-cleaning. There is no patient involvement on this reported event. No user injury reported. This event includes two reports (scope and brush) involved in this event . Report with patient identifier (B)(6) ( scope gif-h290 sn 2747787). Report with patient identifier (B)(6) (brush bw-20t lot 24r). This report being submitted is for report with patient identifier (B)(6) (brush bw-20t lot 24r).